Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and battery failed alarm. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring : black customer returned insulin pump for an alleged blank display and failed battery alert/battery failed alarm found on (B)(6) 2022. Insulin pump was received with a blank flashing white display with audio beep alert. Unable to verify failed battery alert/battery failed alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board, force sensor, motor and vibrator assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electric board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. Unable to verify failed battery alert/battery failed alarm due to a blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.